Manufacturer narrative:
Conclusion codes: investigation is ongoing, and no repairs have been done yet. Therefore, at the moment, non conclusions can be drawn. Follow-up will be filed upon investigation is completed, and root cause is determined.

Event description:
It was reported by service report that brakes were not holding. No pt involvement or adverse consequences were reported.